Event description:
It was reported that during incoming inspection, the autopulse platform displayed a user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) message. It was also reported that the lifeband was unable to retract when the autopulse was in use with a mannequin. There was no report of any patient involvement. No further details were provided.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on (B)(4) 2015 for investigation. Investigation results for the returned platform are as follows: visual inspection of the returned platform was performed and found that the front encoder was damaged. The physical damages found during visual inspection are unrelated to the customer's reported complaint of the platform displaying a user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) message. A review of the platform's archive data was performed and found multiple occurrences of ua 7 on the reported event date of (B)(6) 2015, thus confirming the customer's reported complaint. Initial functional evaluation of the returned platform was unable to be performed as the customer's reported complaint of the autopulse platform displaying a user advisory (ua) 07 was observed upon power up of the device. The fault however went away during evaluation and a stress test using a large resuscitation test fixture was performed for approximately 20 minutes and no faults or errors were observed. The device was also power cycled by pressing the on/off button approximately 10 times and no faults were found. The load cell cabling was replaced as a precaution. After the load cell cabling was replaced, a load cell characterization test was performed, which found that both load cells were functioning within specification. Please note that a ua 7 will prevent the lifeband from retracting, therefore the device was performing as intended. Based on the investigation, the parts identified for replacement were the encoder cover and the load cell cabling. In summary, the customer's reported complaint of the platform displaying a user advisory (ua) 07 message was confirmed through review of the platform's archive data and was also replicated when the platform was powered on for functional testing. The load cell cabling was replaced as a precaution. The physical damage found during visual inspection is unrelated to the customer's reported complaint. The autopulse is a reusable device and therefore, these types of physical damages can occur due to normal wear and tear and/or physical abuse. After replacement of all the parts identified during investigation, the platform successfully passed all final functional testing.

Manufacturer narrative:
Product in complaint was returned to zoll on 06/29/2015 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.